Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the brush head of an oral-b brush holder flew off during brushing. No injury was reported. Follow-up: the consumer could send the broken brush. She had experienced having the brush fly off once before during brushing.

Manufacturer narrative:
On 28-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control. Product was identified as an oral-b flexisoft or precision clean brushhead on 01-apr-2019.

Event description:
Consumer e-mailed stating that the brush head of an oral-b brush holder flew off during brushing. No injury was reported. Follow-up: the consumer could send the broken brush. She had experienced having the brush fly off once before during brushing.